Event description:
The pt had had bilateral breast augmentation in 1982 by another surgeon. She had some contracture of both implants, right greater than the left, and was unhappy with the size. Both implants were removed intact and new implants were implanted.